Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely with the company representative by resetting the lamp hours. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 14, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp hours not being reset during lamp replacement service. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported a system message displayed indicating to "replace the bulb" and ports 1 and 2 did not work during set up. There was no patient involvement.